Event description:
It was reported that during the procedure for treatment of a perforation in the left anterior descending artery, a 4.0x26 over the wire (otw) graftmaster stent delivery system was advanced but could not cross the perforation. The stent system was withdrawn from the anatomy. Two dilatation catheters were used (4.5x8 nc trek balloon and a 4.5x8 non-abbott balloon). A 4.0x16 otw graftmaster stent delivery system was advanced and the stent graft was successfully deployed and sealed the area of the perforation in which it was deployed. Pericardiocentesis was performed and the patient was taken to the intensive care unit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.